Event description:
It was reported that this pacemaker was out of storage mode for at least a year and high out-of-range pace impedance measurements were observed on all channels. This pacemaker was not implanted or connected to leads, and no patient involvement was reported. Technical services (ts) recommended product return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was out of storage mode for at least a year and high out-of-range pace impedance measurements were observed on all channels. This pacemaker was not implanted or connected to leads, and no patient involvement was reported. Technical services (ts) recommended product return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory confirmed that the device exited storage mode, high out-of-range pace impedance measurements would be expected function when no leads were connected to the device. Additionally, device memory identified that a low voltage alert, code 1003, was recorded and that the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. The battery did recover after the device was removed from the cold. The device was exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.